Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a patient sample. The following data was provided (customer¿s reference range 0-35 pg/ml): initial result = 101 pg/ml, repeat result on another architect = 3.5 pg/ml. Istat result = 3.5 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.all available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Additional information in sections d10 - concomitant product and h4 - device mfg date. The field service representative (fsr) inspected the instrument and observed that the arc sens lvl trg was cracked, which was replaced and resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review for (B)(6) revealed no additional service ticket associated with discrepant or erratic patient results. A review of complaint and trending data for the architect i2000sr did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the arc sens lvl trg did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i2000sr, serial number (B)(6), or the arc sens lvl trg was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a patient sample. The following data was provided (customer¿s reference range 0-35 pg/ml): initial result = 101 pg/ml, repeat result on another architect = 3.5 pg/ml. Istat result = 3.5 pg/ml. No impact to patient management was reported.